Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: repair details: customer comments : problem detection du cable de lumiere dans la prise griffe fault: no defect found action taken: calibration and revision probable root cause: damaged light cable damaged scope damaged coupler damaged leds main board malfunction loose / misaligned jaw assembly light engine/ light pipe malfunction or damaged bent esst contact inconsistent esst contact camera head communication front board malfunction touch panel malfunction power supply malfunction thermal switch malfunction ac inlet board malfunction inadequate air flow sidne port malfunction poor workmanship inadequate calibration use errors electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.